Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04630. It was reported the pt had lost weight, and the ipg was causing discomfort. The physician opted to replace the ipg with a smaller version. During the procedure, the physician accidentally cut the lead. The physician extended the procedure by two hours to additionally replace the existing lead. Follow up identified the discomfort was resolved with the surgical intervention.